Event description:
Right-side capsular contracture, baker grade 3.

Manufacturer narrative:
The device was returned intact and functional with some bubbles observed in the gel. No additional observations.